Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as chronic low back pain and spinal pain. It was reported that the patient missed their follow-up appointment the prior week due to illness. The patient was refilled on (B)(6) 2016 and the pump reservoir volume was at 0 ml and the pump dispensed 21.9 ml. The pump was due to alarm on (B)(6) 2016. The patient did not report withdrawal symptoms, but was hospitalized on the the prior evening for c-diff. The pump was interrogated in (B)(6) 2016 and the pump reservoir volume showed volume to 19.6 ml. The patient's healthcare provider was notified of the findings. The drug information and cause of the event were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.